Manufacturer narrative:
(B)(4). Batch # m53l5z. Conclusion: the analysis found that one psee60a device was returned in good visual condition and with an ecr60g partially fired 1/16 reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, on the first firing the device was fired and everything went fine. The device was loaded with a green cartridge. The device was handed to the scrub tech and sales rep walked the tech through loading the device again with a green cartridge. There were no issues with loading. The scrub tech closed the device and handed it to the surgeon. The surgeon placed the device through the trocar and articulated to the left. The surgeon tried to position the device but could not get a good grasp. The device was un-articulated and then re-articulated to the right. The surgeon tried to squeeze down and there was resistance in closing and the device was unable to fully close. The sales rep told the surgeon that there should not be resistance. The device was removed away from the tissue, un-articulated (straight) and the device snapped close. The device would not open. The device never did open. The device was not on tissue. A second device was opened and the case was completed with no patient consequences.